Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded v lith) was less that 3.5 v for 4 consecutive hours. Unable to verify resistance at j-6 connector due to destruction of electronic assemblies while milling pump. The pump was received with corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm. The blood glucose was 110 mg/dl and 305 mg/dl at the time of the incident. The current blood glucose was 290 mg/dl. Customer reported the following symptoms related to their high blood glucose was fatigue. Customer treated for high blood glucose with pens. Troubleshooting steps were assisted for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting previous occurrence. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.